Manufacturer narrative:
Discordant antibody screening results for one patient having anti-big k and anti-jka. The root-cause could not be confirmed although it could not be excluded it is sample-related, patient¿s big k and jka antibodies being weak and at or around the detection limit of the reagents and technique used. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed.

Event description:
Customer reports vision (B)(4) produced false negative result while the patient sample is known to contain anti-big k and anti-jka. The false negative result was obtained during vision validation testing of two vision analyzers at this site. When the same sample was tested on the other vision (B)(4), the results posted were 1+ positive with cell 3 as expected (it is big k+ and jka+). The customer repeated testing on the same sample on vision (B)(4) a second time, vision posted a question mark on cell 3. All qc results have passed with no issues. The same patient sample had been previously tested on their echo analyzer and it was able to identify the anti-big k and and anti-jka. Tube testing also matched the echo results using immucor cells. Antigen typing is not possible, the patient was recently transfused.